Manufacturer narrative:
The pod generated an 0x18 empty reservoir alarm. The reservoir was confirmed to be empty. No damages were observed that would contribute to the reported skin irritation. The cause of the reported skin irritation could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported by the patient when they removed the pod they noticed that they had second degree burn on the infusion site (abdomen). The site was very painful and there was oozing coming out of the site.